Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller mentioned they had a dbs device for parkinson¿s and received assistance using external equipment. Their connector pin was loose. The caller stated the recharger (insr) was showing the ¿charge insr battery¿ screen even though they had it plugged in overnight. The caller stated that when the insr was plugged in the battery icon wasn¿t blinking. The caller confirmed the green light on the desktop charger (dtc) and stated the connector pin looked a little bent and wiggly. An email was sent to repair and the patient would be receiving a replacement in the mail. The patient stated they were calling back because the insr still wasn¿t taking a charge. The patient received the replacement dtc and connected it to the insr. The patient said the insr had been blinking in the first quartile for the past 2-3 hours. The dtc was connected to the recharger securely with the white arrows pointing at each other, and the green light was visible. The patient mentioned that the ins was on and they had their device for parkinson¿s to help them get around. Due to not being able to charge the recharger for 4 days the patient said they were ¿bad right now with talking and walking.¿ the patient's mother said it was attempted to be delivered, but was supposed to be at her address across the street. The shipping address was changed. There were no further complications reported.

Manufacturer narrative:
Analysis of the extension (B)(4) found that the cable assembly had a broken, bent connector, and pins damaged. Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37651, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.